Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of unintended activation/motion and vibration of device identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had unintended activation/motion and vibration. It was further observed that the device had corrosion/rusting/pitting, damaged locking components and could not secure/lock cutter. It was determined that the device had cosmetic and component damage. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment, and safety assessment. It was noted in the service order that the cutter could not be held by the motor device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.